Event description:
Bayer case number: (B)(4). Various pain [pain nos], various cognitive [cognitive disorder], concentration problem / impairment of attention [concentration impairment], memory problems [memory disturbance], brain fog [brain fog], chronic depression [chronic depression], swollen abdomen (the feeling she is going to explode) [swelling abdomen], severe chronic fatigue [chronic fatigue], sight disorder quite often [visual impairment], loss of balance [loss of balance], recurring tendinitis in the shoulders [shoulder tendinitis], recurring tendinitis in the elbow [elbow tendinitis], neck pain [neck pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("various pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain (seriousness criterion medically important), cognitive disorder ("various cognitive"), disturbance in attention ("concentration problem / impairment of attention"), memory impairment ("memory problems"), brain fog ("brain fog"), depression ("chronic depression"), abdominal distension ("swollen abdomen (the feeling she is going to explode)"), fatigue ("severe chronic fatigue"), visual impairment ("sight disorder quite often"), balance disorder ("loss of balance"), rotator cuff syndrome ("recurring tendinitis in the shoulders"), tendonitis ("recurring tendinitis in the elbow") and neck pain ("neck pain"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to cognitive disorder, disturbance in attention, memory impairment, brain fog, depression, abdominal distension, fatigue, visual impairment, balance disorder, rotator cuff syndrome, tendonitis, neck pain or pain. The reporter commented: period of occurrence: gradually since insertion, comments: ¿I don't remember the date or the year when the essure implant was inserted. I think it was before 2010 (year of my divorce). I may have had a card with the information but I no longer remember at all where it is. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 115 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Various pain [pain nos], various cognitive [cognitive disorder], concentration problem / impairment of attention [concentration impairment], memory problems [memory disturbance] , brain fog [brain fog] , chronic depression [chronic depression] , swollen abdomen (the feeling she is going to explode) [swelling abdomen], severe chronic fatigue [chronic fatigue], sight disorder quite often [visual impairment] , loss of balance [loss of balance] , recurring tendinitis in the shoulders [shoulder tendinitis] , recurring tendinitis in the elbow [elbow tendinitis] , neck pain [neck pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-may-2025. The most recent information was received on 23-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("various pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain (seriousness criterion medically important), cognitive disorder ("various cognitive"), disturbance in attention ("concentration problem / impairment of attention"), memory impairment ("memory problems"), brain fog ("brain fog"), depression ("chronic depression"), abdominal distension ("swollen abdomen (the feeling she is going to explode)"), fatigue ("severe chronic fatigue"), visual impairment ("sight disorder quite often"), balance disorder ("loss of balance"), rotator cuff syndrome ("recurring tendinitis in the shoulders"), tendonitis ("recurring tendinitis in the elbow") and neck pain ("neck pain"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to cognitive disorder, disturbance in attention, memory impairment, brain fog, depression, abdominal distension, fatigue, visual impairment, balance disorder, rotator cuff syndrome, tendonitis, neck pain or pain. The reporter commented: period of occurrence: gradually since insertion, comments: ¿I don¿t remember the date or the year when the essure implant was inserted. I think it was before 2010 (year of my divorce). I may have had a card with the information but I no longer remember at all where it is. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 115 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.